Manufacturer narrative:
This product has not been returned for analysis. If this product is returned and analysis is completed, this report will be updated at that time.

Event description:
It was reported that this right ventricular lead exhibited high threshold measurements. This lead was then explanted and replaced. No additional adverse patient effects were reported.